Event description:
Healthcare professional reported right side rupture via mammogram. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as surgical damage. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported right side rupture via mammogram. Device was explanted and replaced.